Event description:
Latest of several instances of a syringe cracking while eliminating air from the syringe. After drawing blood gas, needle was removed and cap placed on syringe. When physician attempted to purge air out of syringe it cracked and blood sprayed out. The crack occurred prior to the blood reaching the cap.